Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/01/2015 with the following findings: during investigation, it was observed that the battery compartment was cracked in three places: near the top, below the bumper pad and between the bumper pad and the top. A leak test was performed and failed due to a battery compartment leak. There was moisture observed inside the pump, on the display, in the battery compartment and on the transceiver board. Unrelated to the original complaint, it was noted that there was a crack found in the case near the lower right corner of the display.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the battery compartment was damaged and that there was moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.